Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering insulin. Customer is not receiving the alarms. Customer has been running high for the past month. The blood glucose reading is 436 mg/dl. Customer treated with manual injection. Customer is irritable, ketones and fruity breath. Nothing further reported.